Event description:
Age and weight of the adult female patient is unknown. It was reported to boston scientific that while using a hydrothermablator procedure set during an hta procedure, patient cervical seal was compromised, resulting in a cervical vaginal burn. Cream was applied to the burn and the patient was discharged. Per the bsc representative, who was present during the case, the burn was more of a blanching the size of a quarter. The patient was treated with cream and a full recovery is expected. The tenaculum stabilizer was used during this case.

Manufacturer narrative:
The lot number of the device used is unknown, consequently, the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.